Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device showed unable to authenticate error due to virtual machines were not set to autostart enabled within esxi. A technical support specialist enabled autostart for all affected virtual machines to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, all users were unable to log in to the station. The customer reported that nurses were unable to access medications in the emergency department , and this issue put patient safety at risk . There were no adverse events or injuries reported based on this event.